Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during surgery, while device was inside the patient, threaded tip broke. Procedure continued with a backup device from smith and nephew and with a delay of less than 30 minutes. The patient was not harmed beyond the described event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the threaded tip is broke off. The broken piece was not returned with the device. The device exhibit signs of significant wear and use. A review of the complaint history for the listed part did not revealed prior complaints for the listed failure mode and there are no other complaints with the same serial number as this is a unique serial device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.